Event description:
It was reported that this brady lead was explanted due to inconsistent and eventually elevated thresholds post-implant. Additional information indicates that the root cause for the high threshold was possible micro dislodgment. A new lead with the same model was implanted. No additional adverse patient effects were reported.